Event description:
The customer, a biomed, contacted physio-control to report that while performing routine preventative maintenance on their device, he observed that neither the energy select or charge button were responsive. As a result, defibrillation was not possible. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported failure. Physio then replaced both the user interface (ui) and system controller (sc) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.